Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 23mm trifecta valve was implanted. During follow up in (B)(6) 2021, there were no issues noted. In mid (B)(6) 2022, the patient complained of sudden chest/thoracic discomfort. Aortic insufficiency and a valve tear was confirmed on echocardiography. On (B)(6) 2022, the valve was explanted. The valve tear was starting from the stent post between the non-coronary cusp (ncc) and the right coronary cusp (rcc), and the tear went to the ncc. The tear was believed to be due to the large size device implant at the initial operation. On the explanted valve, the physician commented that they made a hole in the leaflet at the time of explant. The device was successfully replaced with a 21mm non-abbott valve. No additional information was provided.

Manufacturer narrative:
Explant was reported due to a aortic insufficiency and a valve tear. The investigation found that leaflet 1 and leaflet 3 were torn. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. Information from the field indicated that the tear may have been due to the large sized device implanted. Upon explant a smaller valve was implanted. Oversizing the valve has the potential to create an unbalanced stress relief distribution between all leaflets during coaptation due to increased interaction with the aortic wall and the valve stent posts, which could lead to leaflet tears and reduced durability. The cause of the leaflet tear could not be conclusively determined. The cause of the leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.